Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose level. Customer's blood glucose level was 3 mmol/dl at the time of event. Customer reported insulin flow block alarms and low battery alarms. Customer reported insulin pump received calibration alarms more frequently. The insulin pump will not be returned for analysis.